Manufacturer narrative:
B5 - describe event or problem updated. H6: impact codes corrected. D6a: implant date corrected.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending (lad) with 90% stenosis and was 50 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 28 mm overlapped with a 2.50 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. At the time of the event the subject was on aspirin and clopidogrel. Percutaneous transluminal coronary angioplasty was performed, and medication was given to treat the event. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in may 2024, the subject was referred for coronary angiography, which revealed 90% stenosis of the lmca, where the previously placed study device was located and treated with target vessel revascularization. Post-intervention, the residual stenosis was noted to be 50%. It was further reported that in may 2024, intervention performed was coronary artery bypass graft (CABG).

Event description:
Synergy china registry: it was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending (lad) with 90% stenosis and was 50 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 28 mm overlapped with a 2.50 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. At the time of the event the subject was on aspirin and clopidogrel. Percutaneous transluminal coronary angioplasty was performed, and medication was given to treat the event. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving. It was further reported that in (B)(6) 2024, the subject was referred for coronary angiography, which revealed 90% stenosis of the lmca, where the previously placed study device was located and treated with target vessel revascularization. Post-intervention, the residual stenosis was noted to be 50%.

Manufacturer narrative:
B5 - describe event or problem updated. D6a: implant date corrected.

Event description:
Synergy china registry: it was reported that unstable angina occurred. In (B)(6) 2022, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending (lad) with 90% stenosis and was 50 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 28 mm overlapped with a 2.50 mm x 28 mm synergy stents system. Following post-dilatation, the residual stenosis was noted be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized for further evaluation and treatment. At the time of the event the subject was on aspirin and clopidogrel. Percutaneous transluminal coronary angioplasty was performed, and medication was given to treat the event. Six days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.